Manufacturer narrative:
B3/d10: the event occurred in september 2025. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink straight type blood set separated from the drip chamber. The set was spiked into the blood bag (rbc) and hung. While priming the drip chamber, the intravenous (IV) tubing separated from the drip chamber, causing blood to pour freely from both the chamber and the bag until it could be re-spiked with new sterile blood tubing.